Event description:
A patient began experiencing discomfort upon port flushing along with left arm pain, although there was still good blood return. A line study determined the port was leaking and a decision was made to surgically remove it. Upon removal, four small holes were found on the back of port septum; the rubber side appeared to be intact.====================== manufacturer response for port, bardport implanted port 6.6 french low profile======================staff was provided with response "please call field assurance about the issue with the port. 1-801-595-0700 extension 4."